Event description:
As reported by a field clinical specialist, it was an off label native annular mitral case with a 29mm sapien 3 valve. There were no procedural complications and the valve landed 90/10 with no pvl and mean gradient of 3 mmhg. The night of the procedure the patient expired. The physician noted there may have been an embolization to the arteries that feed the gi track. The cause of death is unknown at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text: the valve remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. Per the instructions for use (IFU), thrombosis and embolization of air, calcification or thrombus are potential adverse events associated with transcatheter aortic valve replacement and bioprosthetic heart valves. Some causes for thromboembolism not associated with invasive procedures include advanced age, atherosclerosis, cancer, previous mi, heart failure, dm, htn, a sedentary lifestyle, certain medications, and smoking. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove the clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the reported event was unable to be determined but may have been due to procedural factors and or patient factors not provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.